Event description:
Medtronic received information via literature regarding robotic surgery as an alternative to traditional and minimally invasive cardiac procedures. All data were collected from a single center between may 2013 and february 2020. The study population included 242 patients (predominantly female; mean age 31 years), all of of which were treated with medtronic dlp and bio-medicus cannulae (serial numbers not provided). Among all patients, adverse events included: femoral artery laceration in one patient. Graft replacement was done for femoral artery injury. Based on the available information, these adverse events may have been attributed to medtronic product. Among all patients, device malfunctions included: failure to cannulate the right jugular vein using the dlp cannulae in two patients. The left jugular vein was cannulated instead in both cases. Based on the available information, these malfunctions may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Literature details: title: early results of robotically assisted congenital cardiac surgery: analysis of 242 patients authors: burak onan, md, and ismihan selen onan, md journal: the society of thoracic surgeons, 2021 112:2020-8 doi.org/10.1016/j.athoracsur.2020.10.028 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of failure to cannulate the right jugular vein using the dlp single stage venous cannulae, as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. Discussion with medtronic medical safety was conducted on (B)(6) 2023 and review concluded the literature article did not report a specific device malfunction that would have caused the inability to cannulate the right jugular, nor did the literature article report a resulting adverse event. According to the instructions for use (IFU) these single stage venous cannulae are intended for collection of venous blood from the right side of the heart via the superior and inferior vena cava during cardiopulmonary bypass surgery up to six hours or less and cannulation of the right or left jugular vein using the single stage venous cannula would be considered off-label. The device history record could not be reviewed as no lot number was provided. Complaints received from june 2012 through february 2023 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.